Event description:
Information received by medtronic indicated that the customer reported retainer ring recall and transmitter to sensor connection issue. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan as per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was displayed the test value of 240mg/dl on the pump's home screen. No communication anomaly or calibration anomaly. The original transmitter was not received with the pump. However, no anomaly was noted when using a test transmitter during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis and hyperglycemia. The original transmitter was not received with the pump. However, no anomaly was noted when using a test transmitter during testing. Transmitter (communication) anomaly was not confirmed. Cosmetic damage was confirmed at the retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Test appendix: ngp 1. Displacement test = 0.0341 pass 2. Rewind = pass 3. Prime/seating = pass 4. Basic occlusion test = pass 5. Force sensor test = 2.25 lbs. Pass 6. Occlusion test = 1.2 units pass 7. Sleep current measurement = 0.69 ma pass 8. Active current measurement (benchmark elec.) = n/a 9. Active current measurement (jabil elec.) = 145 ma pass 10. Self test = pass 11. Displacement accuracy test = 0.0871 inches pass medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.